Event description:
It was reported to philips that the system was not working at all. The device was not in clinical use at the time of the event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the sibbox. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. There was a remote alert from the system: sib (system interface board): sibbox/board failed. Analysis of the system log files showed malfunctioning of sib. Upon troubleshooting, fse found the sib failed to boot up. To resolve the issue, fse replaced the sib box module in the m cabinet and reloaded the software to sibbox. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.